Manufacturer narrative:
The actual device is available for evaluation. The model number and lot number of the device was provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "sterilization failure".

Manufacturer narrative:
Actual device was available for evaluation, however the sample was unable to be located as it was lost in the process of being returned. Pictures of the device and malfunction were provided, and we were able to confirm the malfunction from the pictures as well as determine the root cause. Based on evaluation of the picture, it is apparent that the seal was compromised (seal interference) with a cut-off situation. The specific issue that a tip cleaner, and half of another tip cleaner, made it into one pouch during forming. The additional "half" tip cleaner interfered with the seal. Inspection is manual, and this was not caught by the operator. Root cause is manufacturing error. If any additional relevant information is identified, it will be submtted in a supplemental report.